Event description:
The j retention wire was explanted due to a report of fracture without protrusion through the outer polyurethane insulation. The lead body remains implanted.

Manufacturer narrative:
Visual inspection under 30x magnification indicates the j stiffener wire has fractured at weld site and measures approx. 88mm with another fracture located approx. 55mm distal of the proximal end of the j stiffener wire. It appears that entire j stiffener wire was received with all recorded measurements adding up to approx. 88mm. Visual inspection under 30x magnification also indicates lead was snipped or cut into two sections, with evidence of flared coil wire ends. X-ray of lead confirms j stiffener wire fracture.